Event description:
The facility reports the staff was performing a patient transfer from bed to chair. When the patient was lifted and was between the bed and chair, she moved and stiffened up her body, unhooking the clip from the lift frame. The staff caught her and lowered her to the floor.